Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer would not turn on however the power supply was replaced as a preventive. Analysis did confirm the customer comment that the programmer would not update software, at least via the software distribution network and therefore the hard drive was reconfigured and the software reloaded. It was further noted that a floppy disk spring was found in the floppy drive and the floppy drive was replaced as a preventive. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer would not turn on and would not update. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4)-it was reported that the programmer would not turn on and would not update. The programmer was returned for service. There was no patient involvement.